Event description:
Customer reported receiving inaccurate high readings. In blood glucose tests, customer received readings of 325 and 40 mg/dl within 10 minutes. The results when plotted on a parkes error grid, fell into the "d" zone showing the difference in values to be clinically significant. The customer reported dosing with 3 units of insulin after the reading of 325 mg/dl then experiencing what the customer called. "Diabetic shock". Customer was confused and behaved as though inebriated. Paramedics were called and received a reading of 40 mg/dl with the freestyle meter. Dextrose treatment was provided. Finger - test site.